Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during an emergency treatment procedure. The procedure was delayed by less than 20 minutes then completed as planned by using a different footswitch. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the cable of the wired footswitch was broken. The fse replaced the footswitch. The footswitch was returned for failure analysis. Analysis confirmed the cable defect. After the footswitch was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.